Event description:
Hosp reported at the end of a tri-phasic liver procedure, an extravasation occurred of about 140 cc into the right antecubital. Hosp applied warm compresses to the area, then they were able to remove 2 or 3 cc by aspirating with a syringe. The pt was referred to a plastic surgeon.